Event description:
A depuy ratchet type screwdriver disconnected at the ratchet site resulting in the screwdriver shaft with a screw attacher dropped into the pt which caused a puncture of the spinal cord resulting in a dural tear. Surgeon in the case completed a repair of the spinal cord utilizing a suture. The device is supposed to be a 1 piece, the attacher portion should not be able to detach. FDA safety report ID# (B)(4).